Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient due to an inhalation autozero failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the reported event. The service technician replaced the three station solenoid to complete the repair. Performance verification testing was completed and tests passed to operating specifications.

Manufacturer narrative:
Solenoid